Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on the ra lead after the use of a plasma blade cautery device during device changed out due to normal eri. Patient was asymptomatic. The lead was capped on 9/14/2016 and a new lead was implanted. Patient was stable.